Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation complaint received ad (B)(6) 2022. Asr resurfacing medical records received. After review of medical records no allegation and no revision notes provided. Doi: (B)(6) 2008, dor: 2017, right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. Corrected: d6b by removing explant date

Event description:
After review of the medical records the patient was revised to address pain, metallosis and limited adl. Operative note reported, no fluid obtained, brownish-gray stained pericapsular tissues. There was noted to be an open posterior capsule. It was noted to have a macro-lock fit. Due to patient size and difficulty it did took a significant amount of time and energy. Patient had a poor posterior bone stock. Lab result for chromium and cobalt metal ions were below 7ppb. Doi: (B)(6) 2008. Dor: (B)(6) 2017. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection.